Manufacturer narrative:
Reported event: an event regarding anterior femoral notching during a knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 561 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported events for the listed catalog number ((B)(4).). Conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints, burrlist and implant plan was completed. A comparison of the burrlist and the patient implant plan shows that the femoral resections were made according to the plan. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
After balancing the knee we went back to implant planning mode. No warning of implant notching showed. I did point out how aggressive our anterior cut was and suggested to do something about it however surgeon did not want to upsize, flex, or anteriorize femur from what we planted after balancing. After cuts he says there is a 2mm notch and it looks more aggressive than it looks on what we planned. Surgical delay: 30-60 minutes. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After balancing the knee we went back to implant planning mode. No warning of implant notching showed. I did point out how aggressive our anterior cut was and suggested to do something about it however surgeon did not want to upsize, flex, or anteriorize femur from what we planted after balancing. After cuts he says there is a 2mm notch and it looks more aggressive than it looks on what we planned. Surgical delay: 30-60 minutes. Case type: tka.